Event description:
The patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using the navarre universal drain catheter. Post the procedure on (B)(6) 2026, the drainage tube connector was found to have fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, three photos were provided for evaluation. The first photo and second photo show partial view of clinician holding an implanted drainage catheter in which the edges of hub were noted to be completely fractured, and broken pieces were noted to be missing from the catheter hub. The third photo show partial view of clinician holding a drainage catheter attached to an external connector. The edge of hub was noted to be completely fractured, and broken piece was noted to be missing from the catheter hub. Therefore, investigation is confirmed for the reported catheter hub fracture and identified material separation issue for the first and second devices and the investigation is inconclusive for the reported catheter hub fracture issue as no objective evidence was provided for review for third device. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound-guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using the navarre universal drain catheter. Post the procedure on (B)(6) 2026, the drainage tube connector was found to have fractured. The procedure was completed using another device. There was no reported patient injury.